Event description:
It was reported that when the patient was placed on the ventilator for transport to radiology, the ventilator shut itself off. The patient was removed from the ventilator and manually ventilated for transport. The patient was placed on a new ventilator when they arrived to radiology. No reported harm to the patient. After the ventilator was removed from the patient, it had turned itself back on with an audible alarm and displayed reset. The reset mode repeated.